Event description:
The patient was in the hospital after receiving inappropriate therapies. X-ray revealed lead dislodgment. This was the second time the physician had to open the pocket and reposition the lead due to dislodgment. During the procedure, the helix would not fully extend. It was also noted that the physician had difficulty inserting the stylet.